Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient reported that the infusion set fell off during use for one day, which caused the patient's blood glucose to 7.6 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.